Event description:
Healthcare professional reported right side "rupture".

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a., g.1.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.